Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's assistant reported via phone call that the insulin pump's screen was distorted. They could only see a portion of the words. The caller reported that there was a big black blob in the middle. The customer went to look at their insulin pump but could not see it. The customer's blood glucose level during the incident was unknown. The insulin pump was neither dropped nor bumped. The customer was currently on a back-up plan. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.